Event description:
It was reported that during the procedure, the helix of this right ventricular (rv) lead could not be extended after several attempts. Additionally, the thresholds were too high to meet implant requirements. As a result, a new lead was implanted to complete the procedure, and the lead measurements were satisfactory. No adverse patient effects were reported. This lead is expected for return.

Event description:
In the process of implantation, after the 7742 electrode 1209228 was in place, the helix could not extend after many attempts, and the threshold test was greater than 5v, which failed to meet the surgical requirements, so a new 7742 electrode was replaced, and the helix could extend in place at one time, and the test was good.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found no obvious dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.